Manufacturer narrative:
Unit passed self -test. Active current measurement and sleep current measurement within specifications. No unexpected flashing medtronic logo and flashing white display noted. The history was download successfully using thums software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out of spec range. Detailed trace analysis confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The download history file confirmed failed battery alarm on (B)(6) 2025 05:52:35:000 due to moisture damage. The following were noted during visual inspection: cracked battery tube threads, fading serial number label and cracked case near belt clip rails. No unexpected blank display, flashing medtronic logo and flashing white display noted. However, failed battery alarm confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reporting blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer called for an issue not covered by existing troubleshooting guides. The customer reported a flashing medtronic logo on the screen that was not a single flash and had a solid white. The customer reported receiving a battery failed alarm. The customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. Advised customer to monitor pump and that a repl batt cap will be sent. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.